Event description:
The customer reported that during battery reconditioning, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted the fan did not turn. The probable cause of the customers reported event was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.